Event description:
It was reported that the instrument did not deploy the second anchor. Another instrument was opened and used to complete the procedure successfully. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). G2: foreign: denmark. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d10, g1-2, g3, g7, h1, h2, h4, h6, h10 visual examination of the returned device identified it has been cycled 2 times, and there were no sutures or anchors returned. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. The reported event is unable to be confirmed as the device returned cycled twice with no anchors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.